Event description:
Received a report from a consumer who indicated a piece of the tampon "pledget" was missing upon removal. Consumer was able to remove the missing piece but may seek a medical examination due to vaginal irritation.